Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic organ prolapse and cystocele. It was reported that the patient had the concurrent procedures of anterior repair, mesh removal, cystoscopy and sacrospinous ligament fixation performed during mesh implantation.

Manufacturer narrative:
It was reported that the patient underwent removal of tvto and placement of a new tvto on (B)(6) 2006 by dr. (B)(6) due to postoperative bleeding, hematuria and erosion.

Manufacturer narrative:
(B)(4) ¿ urinary problems; undefined recurrence. Additional narrative: it was reported that the patient underwent a gynecological procedure and meshes were implanted on (B)(6) 2006. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, dyspareunia and bleeding. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013.